Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the cartridge piston was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: during investigation, a review of the pump black box data indicated a cs 064 alarm had occurred. During testing, the pump could not be exercised for 24 hours due to the occurrence of the cs 064 rewind alarm. The pump case was removed and no moisture damage was observed. A mechanical assembly failure was found.